Event description:
It was reported that insyte autoguard pnk 20ga x 1.0in catheter tip broke off. The following information was provided by the initial reporter: material no: (B)(4) batch no: unknown (provided 0268477) it was reported catheter tip broken off prior to insertion.

Manufacturer narrative:
Investigation summary a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record could not be performed as the reported lot was not valid. Our quality engineer reviewed the provided photos and observed that the needle tip appeared to be bent and pierced through the catheter tubing. Based off the provided photos the engineer was able to verify that the needle had damaged the catheter tubing. Unfortunately, without the physical sample available for investigation a definitive root cause could not be determined.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that insyte autoguard pnk 20ga x 1.0in catheter tip broke off. The following information was provided by the initial reporter: material no: 381433, batch no: unknown (provided 0268477). It was reported catheter tip broken off prior to insertion.